Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow up. A CT scan revealed that the aneurx stent graft has migrated distally with a proximal type I endoleak. Currently, the anurx stent graft is 15 mm below the accessory renal artery and the aneurysm is 4 cm in diameter x 3.9 cm in length. Per the physician, the causes of the events were related to the device, there was no wall apposition. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.